Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the black box showed multiple low battery warnings and replace battery alarms had occurred. There was evidence of short battery life in the black box. During testing, the pump powered on normally with the returned battery cap. The battery cap was unable to fully tighten to the pump. Evaluation revealed that the battery compartment threads were damaged and cracks were observed in the thread area and below grip pad. A power loss was not observed. The pump current draws were found to be out specifications. The pump case was removed and no evidence of moisture or loose components were found inside the pump. Further investigation revealed that multiple components on the printed circuit board were defective causing short battery life.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that battery life was less than expected by the user. It was also noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.